Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room with an elevated blood glucose (bg) level; specific bg value and cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.